Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of asbvs0050 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that during inspection one unit presented liquid inside the tube. The device was not used on a patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of fluid in the extension set tubing was confirmed and the cause appeared to be supplier related. One 20g miniloc infusion set was returned for investigation. The infusion set was received with the blue cap attached to the luer hub and the protective sheath over the needle. The infusion set was received with the inner packaging bi-fold card. Fluid was observed in the extension set tubing just proximal to the wings. The consistency, color, and viscosity of the fluid were consistent with the silicone lubrication that was found on the huber needle. Silicone lubrication was approved for use as a lubricant on the device and is inert and non-toxic. Since the sample was received with silicone within the extension set tubing, the supplier was notified of this complaint. A lot history review (lhr) of asbvs0050 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during inspection one unit presented liquid inside the tube. The device was not used on a patient.